Event description:
Caller reported difficulty with the pump quick bolus/wake button, which required multiple presses to turn on the pump screen. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.